Manufacturer narrative:
(B)(4). The vendor evaluated the sample and the event reported was not confirmed, no defect was evidenced during evaluation.

Manufacturer narrative:
(B)(4). The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.

Event description:
The customer reported 1 xph 110 dialyzer that during the prime filled with bubbles. No leak were visable, however a change in the aspect was observed. Patient injury and medical intervention were not reported for this event.